Event description:
Patient had an intra-aortic balloon placed on 04/2005 after having a cardiac catheterization and myocardial infarction. Two nights later the catheter leak alarm on the balloon pump began to sound and there was no wave form reading. The staff attempted to adjust the balloon. A new balloon pump machine was obtained. With the second machine, it would work for 5 minutes and then again the catheter leak alarm would sound. Blood flecks were noted in the catheter tubing. The doctor was contacted and the patient was able to be removed from the balloon pump. The catheter was sent to the biomed dept. For evaluation, as were the 2 balloon pumps that were used. Datascope has been contacted, and they will be sent the catheter.